Manufacturer narrative:
Follow-up #1 date of submission 08/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment was cracked along the side.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.